Manufacturer narrative:
(B)(4). The returned valve was patent and passed siphon and reflux testing. The device did not meet established specifications for pressure-flow and preimplantation testing. Proteinaceous debris was noted in the valve mechanism. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in overdrainage. The device did not meet the requirements for leak testing due to a large tear in the top of the delta chamber. It is unk how this tear occurred. Per the reported event, the tear was noticed during implantation surgery, but the valve was used regardless. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that in 2009, the surgeon found a leak in the delta chamber during implantation surgery, but used the product regardless. In 2010, the pt came back to the hospital because the incision did not heal and there was csf leakage. The surgeon replaced the shunt and the pt condition improved.